Manufacturer narrative:
(B)(4). The site discarded the incident sample and it is not available for eval. Add'l questions in regard to the incident have been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that when the procedure was completed and the return electrode was removed, it was noted that the pt had a 2nd degree burn at the return electrode site. The return electrode was discarded by the staff and is not available for eval.